Manufacturer narrative:
If additional information becomes available, a supplemental report will be submitted.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model eb-1970tk/serial (B)(4). No further information was provided. Pentax has made 3 good faith effort attempts to collect additional information from the facility. The device was returned to pentax. Pentax service inspectional findings included: image blackout when the insertion tube is torqued, passed dry leak test, segment crushed, passed wet leak test, lightguide prong cover glass set scratched. The customer complaint was confirmed. Repairs were performed on the device which included replacement of the following components: o-rings and seals, bending rubber, distal end w/ccd-m pb-free/ntsc, insertion flex tube w/seg pb-free, segment steel braid, lcb cover glass set (lens type), insertion/s-nipple attaching screw, suction connection tube the device has been previously serviced by a third party.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result (health effect - clinical code,health effect - impact code). Additional information: h4:device manufacture date.